Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant of a cardiac resynchronization therapy device (crtd), the right ventricular and atrial leads were implanted successfully. Then, the coronary sinus was attempted to be cannulated with an electrophysiology catheter inserted into the cps delivery system. A dissection of the proximal coronary sinus with a pericardial effusion was confirmed via injection of a contrast agent with imaging and the procedure was terminated. The patient's condition remained stable and no intervention was performed to treat the dissection and pericardial effusion. Difficult anatomy of the coronary ostium was the suspected cause of the event; however, no performance issues with any abbott devices were reported. The crtd device was implanted with the left ventricular port plugged. Related manufacturer reference number: 3008452825-2018-00164.